Event description:
New information noted that the pacemaker did not exhibit a malfunction.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the cut end. Electrical evaluation was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-24872 related manufacturer reference number: 2017865-2023-24878 it was reported that the patient presented in clinic for follow up. Device interrogation revealed that the pacemaker, atrial lead, and right ventricular lead were oversensing noise, which led to pacing inhibition. The pacemaker, atrial lead, and right ventricular lead were explanted and replaced. The patient was recovering after the procedure.